Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from two patient samples processed on the vitros 5600 integrated system. Ocd fe performed service actions to return the system to expected performance. In addition, the customer performed operator maintenance on the microwell subsystem. Additionally, the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause of the event was determined to be instrument related. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that a reagent related issue contributed to the event.

Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results from two different patient samples processed on the vitros 5600 integrated system. The following results were obtained: patient a sample = 0.268 vs. An expected result < 0.012 ng/ml; patient b sample = 0.083 vs. An expected result < 0.012 ng/ml; the customer repeat tested the affected patient a sample prior to reporting as per laboratory policy, trop testing is performed in duplicate and repeat testing is done prior to reporting if discordance between replicates is noted. The affected patient b result was reported out of the laboratory as laboratory policy was not followed. A corrected report was issued for patient b. No medical action was taken based on the affected patient b result. There was no report of patient harm as a result of this event. (B)(4).